Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out-of-range shock impedance measurements. At this time, the s-ICD system remains in service and no additional adverse patient effects were reported.